Event description:
It was reported to globus that a rise implant has backed out of the disc space. X-rays were provided at six months postop, and one year post op. Comparison of the two suggest the spacer has backed out. Initial surgery was approximately one year ago. The pt is in no pain, and there is no plan for a revision surgery at this time.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned for evaluation, and a thorough investigation could not be completed as no lot number was provided. No evaluation could be performed as the implant remains in the pt. A review of x-rays provided suggest the spacer has migrated, however, no determination can be made as to what caused the spacer to migrate.